Event description:
On (B)(6) 2014 a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began at approximately 8:30pm on (B)(6) 2014. The patient tested on the subject device and observed values of ¿348mg/dl, 374mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with an unknown type/dose of insulin and is a self-adjuster and reported that she increased her dose of insulin immediately after testing (amount unknown). The reporter stated that approximately 45 minutes after testing, the patient developed symptoms of ¿sweating, shaking and out of it.¿ the emergency medical services (ems) were called immediately and when they arrived at 9:30pm, they tested the patient using an ems meter (unknown brand) and observed a reading of ¿57mg/dl.¿ the patient was treated with 2 packs of glucose gel also at approximately 9:30pm. The ems waited for the patient¿s symptoms to abate and retested at approximately 10:15pm and a reading of ¿102mg/dl¿ was obtained. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were expired. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient reportedly obtained inaccurate high readings on the subject meter and administered treatment based on the alleged result. The patient developed symptoms suggestive of a serious injury and was treated by a healthcare professional for hypoglycemia after the alleged meter issue began.